Event description:
Follow-up identified the patient's infection at the ipg site has cleared.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced an infection at the ipg pocket site. Consequently, the patient's entire scs system was explanted. The patient was hospitalized for two days and placed on oral antibiotics and discharged.